Event description:
It was reported that during a laparoscopic cholecystectomy the device was emitting clips that were curved and not aligning in a straight manner. There was no pt consequence. The device will be returned for analysis.